Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for increased right ventricular defibrillation impedance above the set threshold. The right ventricular lead remains in use. No patient complications have been reported as a result of this event.